Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Product location is unknown.

Event description:
It was reported the patient underwent a right knee arthroplasty on an unknown date. The patient is scheduled to undergo a revision on an unknown date due to wear. No additional patient consequences were reported.

Event description:
It was reported the patient had a revision procedure 15 years post implantation due to femoral disassociation for stem junction failure.attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
This follow-up report is being submitted to relay updated and additional information. Medical products: ascent clsd box ps fmrl; p/n: 178044, l/n: 909580. Porous finn stem; p/n: cp111992, l/n: 821130. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2019 - 00799.